Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history review could not be conducted. Because a sample was not returned and no lot information is available, the root cause for the customer complaint issue cannot be determined. Because the exact root cause for the damaged knife is unknown, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged or dull cutting edges, are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. In addition, a corrective action has been initiated to investigate an increased trend in dull blade complaints and to identify if further actions are warranted. An effectiveness check will also be established and monitored upon completion of these actions. The manufacturer internal reference number is: (B)(4).

Event description:
This is one of twelve reports being filed for this facility. This report is for three unknown knives.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that fifteen blunt knives were detected. When did the issue occur, procedure details and patient impact information is unknown. No further information is expected. This is one of fifteen reports being filed for this facility.